Event description:
It was reported that this device was unable to be interrogated. The device has the beeper off. Technical services (ts) discussed troubleshooting with programmer and possible electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported. Additional information was obtained; the device had 9 months remaining but was found in elective replacement indicator (eri) a month later. Technical services (ts) recommended device replacement and product return. The device remains in service. No adverse patient effects were reported. Additional information was received; the device has been explanted and replaced

Event description:
It was reported that this device was unable to be interrogated. The device has the beeper off. Technical services (ts) discussed troubleshooting with programmer and possible electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device was unable to be interrogated. The device has the beeper off. Technical services (ts) discussed troubleshooting with programmer and possible electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.